Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said their ins appears to have gone off and they can't get it to come back on. They changed the battery in the patient programmer (pp), but the only light that came on was the 9.0v battery light. The consumer then put the pp on their implant and pressed the stimulation on button, but the only light that came on was the 9.0v battery light. As a result of what was reported, the patient was redirected to their healthcare provider (hcp); it was reviewed that the ins was possibly depleted. No further complications have been reported as a result of this event.